Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly experienced infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent port placement procedure. Approximately ten years later the patient underwent port placement procedure for treatment for lung cancer. The right internal jugular vein was accessed with a needle using real time ultrasound guidance. A guidewire and catheter were then passed centrally using fluoroscopic guidance. A short transverse incision was made and the pocket for the power injectable port reservoir was formed by blunt dissection. The catheter was tunneled to the internal jugular access site, cut to the appropriate length and inserted through the peel away sheath. After ten months patient admitted to hospital for right shoulder pain. Patient received chemotherapy treatment and symptoms continued to worsen. Patient was found to have septic bursitis. Patient was started on vancomycin and orthopedic surgery was consulted. On next day patient had positive for mrsa cultures. Followed by a day, patient underwent port removal procedure. The overlying subcutaneous tissues were infiltrated with local anesthetic and a short transverse incision was made adjacent to venous port. The tissues surrounding the reservoir were freed using blunt dissection. The port reservoir and catheter were removed in their entirety under fluoroscopy guidance. The fluoroscopic image showed complete removal of port and catheter and no radiologically evident complications. Therefore, it can be confirmed that the patient experienced thrombosis, hematoma and infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2024), g2, g3, h6 (method) h11: b3, b5, d4 (medical device lot number), h6 (patient, result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately eight months and ten days post a port placement via the right internal jugular vein, the patient allegedly diagnosed with bacterial infection with the blood culture resulted positive for methicillin-resistant staphylococcus aureus bacteria. Reportedly, the patient was started on glycopeptide antibiotics and the infected port was removed and a new port has been implanted. The current status of the patient is unknown.